Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Concomitant medical products: upon investigation review, it was determined that the date device returned to manufacturer was inadvertently missed in the initial report. It has been updated accordingly to reflect the correct information.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: tips replacement. Tips worn out. When the pressure adjuster arm tips are worn the pump may operate faster than usual therefore is a root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the biomed in (B)(6) that during an unknown procedure, the rotation on the device went suddenly very fast that they couldn't control it. They used a spare pump to finish the procedure, no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.